Event description:
It was reported that when using the bd pyxis¿ es server medication orders renewed on pis had a discontinued status on the es server profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where medication orders renewed in the patient information system (pis). A technical support specialist (tss) confirmed with the customer that the information technology (it) team had uninstalled and reinstalled microsoft silverlight on the pharmacy order distribution (pod) server. The tss then connected to the carefusion coordination engine (cce) and verified that entered, discontinued (dc), and released (rl) orders were being received. It was confirmed that the dc message was received 15 seconds prior to the rl message, indicating that message sequence was not the cause of the issue. The tss explained that an rl (release) message does not reactivate a discontinued order; instead, it is used to resume an order that was placed on hold (hd). Since a dc message permanently discontinues the order, the subsequent rl message cannot restore it to active status or update its contents. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication orders renewed on pis had a discontinued status on the es server profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.